Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s pocket site was causing her problems. It was like a knife going into her back where the implantable neurostimulator (ins) pocket site was located. This occurred off and on. It began when the patient fell 2 weeks prior to this report. Other incidents were noted, one specifically to be a fall in the driveway in (B)(6). Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.